Event description:
The catheter retracted with the needle into the safety chamber. The nurse thought the catheter was in the pt, so an ultrasound was performed.

Manufacturer narrative:
One used unit was received on 28 july 2008, and is currently being contaminated; four representative units were also received. Upon decontamination and completion of the investigation, a supplemental report will be submitted.